Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high reading on the adc device and stated the reading was higher than what was felt. It is unknown whether the customer noted a trend arrow on the device. The customer initially self-treated with insulin (dose/type unspecified) and subsequently experienced hypoglycemia, requiring consumption of food for corrective treatment. There was no report of death or permanent impairment associated with this event.